Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, implant higher than the left, small round 0.3 cm enhancing mass in the lower outer aspect of the right breast at middle depth¿ ¿0.2 cm oval shaped mass is present¿ ¿tiny scattered foci of enhancement, and waterfall deformity. Device remains implanted.

Event description:
Healthcare professional reported right side rupture, implant higher than the left, small round 0.3 cm enhancing mass in the lower outer aspect of the right breast at middle depth¿ ¿0.2 cm oval shaped mass is present¿ ¿tiny scattered foci of enhancement, and waterfall deformity. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - rupture: observed an opening assessed as fold flaw opening. - lump/nodule: unable to observe as it is not related to the manufacturing process. - malposition: unable to observe as it is not related to the manufacturing process. - unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, stress marks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.